Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the handle w/quick-coupl l1102 (p/n: 311.430, lot #: 8114741) was returned and received at us cq. Upon inspection of the returned device, scratches were observed on the device which do not impact the functionality of the device. No other issues were identified with the returned device. Device failure/defect identified? No. Functional test: a complete functional test was unable to be performed as no mating devices were returned. Reported condition of unable to assemble could not be confirmed. Can the complaint be replicated with the returned devices? Unable to perform. Document/specification review: based on the manufactured date, the current and manufactured revision of drawings were reviewed: handle with quick coupling, l 110mm: se_201129 rev. E/d. No design issues or discrepancies were identified. Dimensional inspection: complaint relevant dimensional analysis cannot performed as the internal components are not accessible without the destruction of the device. Complaint confirmed? No. Investigation conclusion: the complaint condition could not be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the issue. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 311.430. Lot: 8114741. Manufacturing site: bettlach. Release to warehouse date: 22 october 2012. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a surgery. During the surgery, the handle keeps losing bit and cannot hold the screwdriver shaft. It was unknown if the surgery completed successfully. There was no patient consequence. This complaint involves one (1) device. This report is for (1)1.5mm drill bit/qc/110mm. This report is 1 of 2 for (B)(4).